Event description:
It was reported the camera head outer sheath was detached exposing the inner cable. The problem was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head outer sheath was detached exposing the inner cable. The problem was found during preparation for use. There were no reports of patient harm.